Event description:
Related manufacture reference number: 2017865-2024-03762. Related manufacture reference number: 2017865-2024-03763. It was reported that the patient's pacing system was explanted due to death of unknown cause. Further information was requested, but not available.

Manufacturer narrative:
A device was returned due to patient death. As received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection and electrical testing of the lead did not identify any anomalies.